Event description:
Boston scientific received information that high, out-of-range (oor), shock lead impedance readings were received and this patient's cardiac resynchronization therapy defibrillator (crt-d) and rv lead system. The field representative reported to boston scientific technical services (ts) that in both the triad and rv coil to ra coil shocking vectors the shock lead impedance measured greater than 125 ohms. In the rv coil to can vector the reading was in the 60s. A proximal coil issue on the rv lead was suspected. Ts discussed programming options and further evaluation options. The shock configuration was reprogrammed to distal coil to can as per the physician orders. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.